Event description:
It was reported that during a procedure, the device did not deliver the clips. They opened up a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Malformed clip. Evaluation summary: the analysis results for the el5ml instrument found that it was returned with the jaws disengaged from the cam due to the cam being broken. The instrument was cycled and ejected the remaining clips due to the returned condition. The proper opening and closure of the jaws could not be evaluated due to the returned condition of the jaw-cam interface. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.